Event description:
The customer contacted philips to report that "shocks were delivered to a patient who died". No other info has yet been provided by the customer.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted after philips obtains more info concerning this event.